Event description:
Attempted to admin sub-q injection and product was faulty when opened. 2 needles were lodged in the side cap holder along with the needle for injection. Needles protruded outside of safety mechanism. This appears to be a manufacturer error/malfunction in production. Lot should be evaluated. It did not affect the patient; however, the damaged product could have led to a needle stick injury.